Event description:
A discordant, falsely low prostate specific antigen (psa) result was obtained on a patient sample on an immulite 2000 xpi instrument. The discordant result was reported to the physician(s). A new sample from the patient was received by the laboratory approximately one month later, and resulted higher. The laboratory reran the initial sample, and the rerun result was higher than the initial result reported. It is unknown if the corrected result was reported to the physician(s). There were no reports of patient intervention or adverse health consequences due to the discordant, falsely low psa result.

Manufacturer narrative:
A siemens global product support (gps) specialist evaluated the instrument data. After evaluating the instrument data, the gps specialist did not find an instrument malfunction. The cause of the discordant, falsely low psa result is unknown. The instrument is performing within specifications. No further evaluation of the device is required.